Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the blade scratched and cracked. In addition the device was returned with the tissue pad with no apparent damage and properly attached to the clamp arm. During functional testing on gen11 an alert screen was displayed. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. When the instrument was disassembled to inspect internal components the closure indicator was found broken and not making contact with the moving trigger. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿ or "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Device history lot: na. Device history batch: the batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint. Review by (B)(6). Device history review: na.

Event description:
It was reported that during a vats esophagectomy, the device became not to function an hour after the procedure was started. ¿replace instrument¿ was displayed. Also, the tissue pad melted. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.